Event description:
The customer reported that the device had an ECG malfunction and that replacement of the trunk cable and lead sets did not fix the problem. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.